Manufacturer narrative:
(B)(4). Event site name exceeded character limitations: (B)(6). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, when it was first used on the patient's tissue. The vasoview hemopro 2 did not cauterize. After completing the dissection portion of the harvesting, they connected the cautery cord to the cautery device, and a fast beeping started to happen. The device was not tested beforehand. The troubleshooting steps taken included, unplugged and plugged the device from cautery cord. Unplugged and plugged the cautery machine itself. Switched out the cord, switched out the machine, after all it still continued to beep. Power setting of 3. Finally, they decided to switch out the cautery device, and the new one worked. There was a delay in procedure (around 10 minutes), since we needed time to troubleshoot and eventually open a device, was added surgical time waiting for the conduit to come out. No direct harm to the patient was done, as they never attempted to initiate the cautery since the beeping was continuous.